Manufacturer narrative:
Correction: h6 removed device sensing problem.

Event description:
New information received notes that insulation damage was noted on the right atrial lead.

Manufacturer narrative:
Further information was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited an unspecified sensing issue. The physician alleged a problem with lead integrity. The lead was removed and replaced. The patient was discharged.